Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent detached from the balloon. The guide catheter that was used in this procedure was not received for analysis. A visual and tactile examination of the entire device identified no kinks or damage along the shaft. The outer diameter of the shaft was measured to be within specification. A y-gate adapter was free moving along the shaft. The balloon folds were slightly relaxed however, the balloon did not appear to have been subjected to any positive pressures. The stent was detached from the balloon and was not received for analysis. There was clear evidence of stent crimp on the balloon material. An examination of the tip section of the device identified no issues with its profile. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the pulmonary artery. Following the advancement of an 8f non-bsc guide catheter, a 8.0x30x135cm express ld vascular stent was advanced to treat the lesion. However, the stent was stuck inside the guide catheter while advancing. The physician removed the guide catheter together with the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the pulmonary artery. Following the advancement of an 8f non-bsc guide catheter, a 8.0x30x135cm express¿ ld vascular stent was advanced to treat the lesion. However, the stent was stuck inside the guide catheter while advancing. The physician removed the guide catheter together with the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).